Manufacturer narrative:
H11: the device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition .the device was tested for flow accuracy and delivered within intended range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate, over-infusion with flow rate 40, vtbi 20 and result of the flow testing was over 21. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.